Event description:
It was reported the patient had felt "shaky," so the device was checked with the patient programmer and it was found the right device was losing battery power. A "call your doctor" message was displayed, and it was reported the device had about 3 months of battery left. The device had not been checked for a while previous to the event. It was stated the reporter would have a real problem on their hands, if the battery stopped before it could be replaced. It was reported the battery on the right side needed replacement and it was way too soon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389-40, lot# j0340570v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Manufacturer narrative:
(B)(4).